Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the patient was experiencing low blood glucose (bg) values in the 39mg/dl to 81mg/dl range and felt weak. The patient reportedly has been experiencing low bgs after school and the hcp thought it was due to a bolus the patient had taken for lunch. The hcp reportedly wanted to adjust the patient's I:c (insulin to carbohydrates) ratio. It was noted that the patient's bg was 58mg/dl at lunch on (B)(6) 2012 and the hcp was contacted for assistance for adjusting the patient's I:c ratio. The patient confirmed that the time, date and basal rates were correct. The patient was reportedly treated with juice and the bg reportedly went up to 128mg/dl. It was indicated that the patient was a new pumper and just started insulin pump therapy on (B)(6) 2012 after pump training. The patient reportedly used the rule of 15 technique three times; the patient's bg reportedly went up to 64mg/dl and then reportedly went up again to 72mg/dl. It was noted that when the patient used the rule of 15 a third time, the patient's bg reportedly went down to 58mg/dl. During the phone call with customer support (cs) on (B)(6) 2012, the patient stated that he felt weak and that his bg reportedly went down to 39mg/dl. Cs instructed the reporter to contact the hcp since the patient is a new pumper and because, the patient's bg reportedly went down to 39mg/dl and may need assistance in adjusting his I:c ratio. The patient reportedly was disconnected from the pump when he was adjusting his I:c ratio and remained disconnected since his bg was low. The reporter stated that she does have a glucagon pen in case of emergencies. Cs reviewed the pump with the patient and the patient stated that the cartridge was replaced on (B)(6) 2012 with 100 units insulin at about 8:00pm and now the cartridge only has 30 units of insulin left. The patient's tdd was reportedly 25.5 units on (B)(6) 2012, the basal rate was reportedly set to 11.25 units and bolus amount was reportedly 14.25 units. The patient's total daily dose (tdd) for (B)(6) 2012 was reportedly 50.35 units, the basal rate was reportedly set to 11.45 units and bolus amount was reportedly 38.90 units. A review of the pump bolus history indicated that there were two normal boluses of 7 units and 10 units indicated at 9:44pm and at 9:42 pm. The reporter and the patient stated that the pump was locked when the patient went to bed at the time of bolus at 9:44 pm and 9:42pm. The patient stated that he was not playing with pump or pressing the buttons on the pump and stated that it was locked. The keypad was reportedly intact and there were no issues noted with the keypad buttons. The patient's bg was reportedly 79mg/dl at 11:30pm and 80mg/dl to 81m/dl at 11:45pm and the patient's insulin sensitivity factor (isf) was reportedly 60mg/dl while the patient was waiting to reach his doctor. It was noted that cs waited on the phone with the reporter and the patient until the doctor could be reached. When the patient reached the hcp, the hcp reportedly recommended to the reporter to treat the patient with 13 units of lantus and to have the patient eat a snack and drink juice and to check the bg every hour. Cs also recommended the following to the patient and the reporter: to have the patient go on a back-up plan, to monitor the patient's bg every hour, to not have the patient go to bed until his bg value is 120mg/dl to 150mg/dl, to use the glucose pen and call 911 in case of emergencies. The pump is being replaced. This complaint is being reported due to the patient's hypoglycemic event and due the patient stating that boluses were performed without user intervention.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump showed two boluses for 10 units and 7 units occurring at 9:42 pm and 9:44 pm with typical usage alarms and warnings prior to the boluses. The keypad was confirmed to be intact and all of the buttons were found to be responding appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no unprogrammed boluses occurred during testing. No delivery related defects were found during testing.